Event description:
It was reported that an internal carotid artery (ica) stroke procedure was performed using a tracstar ldp, zoom 7x, and a third-party guidewire. The clot was successfully removed; however, during the final angiographic run, extravasation and hemorrhage were observed due to vessel rupture involving the internal carotid artery (ica)/middle cerebral artery (m1) region. The physician subsequently treated the hemorrhage with coils, resulting in vessel sacking of the internal carotid artery (ica). The patient status is unknown.

Manufacturer narrative:
The zoom 7x was discarded and not returned for investigation. Although the lot number was not provided, all lots shipped to the account 6 months prior to the event date were reviewed. The manufacturing records reviewed indicated that the product met design and manufacturing specifications. Based on the information provided, the zoom 7x was positioned within the ica m1 prior to the observation of the hemorrhage. However, it cannot be conclusively determined whether the hemorrhage and extravasation was caused by the zoom 7x. No device-related issues or malfunctions were reported for any of the devices used during the procedure.